Event description:
(B)(6) is the initial importer of the device which is a transport chair. Our claims department is awaiting data regarding the device and the incident. We have not received the device for evaluation. We are filing this report in an overabundance of caution. The device reportedly fell apart while in use. The user was injured. Based on the serial number the device was approximately four (4) years old.